Event description:
The following information was received from global pharmacovigilance (gpv) and is a report by a consumer in the USA of peritonitis in a patient coincident with dianeal unknown therapy. On (B)(6) 2012, the patient was diagnosed and hospitalized with peritonitis. Treatment rendered for the events was not reported. Patient's wife was not sure if there was a break in aseptic technique. She stated she thought they were doing treatment correctly. Patient is recovering from peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: gd891333. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.